Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Device was explanted and replaced.

Event description:
Previous medwatch submission reported left side capsular contracture baker grade iii. Upon receiving further information it was noted that there is no complaint against left side device. Hence unreporting the previously reported capsular contracture baker grade iii.

Manufacturer narrative:
Previous medwatch submission reported left side capsular contracture baker grade iii. Upon receiving further information it was noted that there is no complaint against left side device. Hence unreporting the previously reported capsular contracture baker grade iii.